Manufacturer narrative:
Investigation results, media review, device analysis the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the product labeling indicates that the following may be potential risks associated with the use of spinal cord stimulation (scs) therapy: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. And undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections, and or lead failure. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing undesired sensation from the stimulator. The patient is supposed to feel stimulation in left ankle but is feeling a shocking sensation in their back down into leg. It was mentioned that the patient had a fallen twice in the last three weeks.